Manufacturer narrative:
Product analysis: visual and optical examination revealed a 4mm portion of the top part of the implant, which interfaces directly with the inserter has broken off. Macroscopic examination of the returned portion of the implant identified a brittle fracture with rays emanating out form the corners of the implant. There were no witness marks on the outside of the broken portion of the implant. It appears the implant broke due to bend stress overload during the implantation process. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with lumbar spondylolisthesis (1 degree before l4), lumbar instability (l4-l5), lumbar spinal stenosis (l4-l5) and bone disease. She underwent resection of l4-l5 lumbar disc nucleus pulposes by minimally invasive approach, and cage intervertebral graft fusion, and posterior percutaneous pedicle screw fixation. Intra-op, the cage broke while insertion into the intervertebral space. The cage was then completely explanted and no fragment of the broken cage remained inside the patient. No patient complications were reported.